Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: the attached photo shows a single sternal zipfix which reportedly is a (B)(4)/ sternal zipfix w/needle peek single pack with lot number l269884. The device is in an opened package. The needle portion was cut off and is missing. Based on the photo, the root cause of failure as reported cannot be determined. Sustaining engineering did not identify any design related root cause for this intra-operative device failure. The device failure is end-user related. As per the system technique guide - step 2 the needle must be removed at the wider body section, as shown in the below image from the tg. See image 2.1; technique guide page 10. Should the end user not follow this step, he/she can insert the device cut-end into the device locking housing in an angle. This misalignment can damage the locking feature within the housing and result in a loose device. (Will not hold, broken, loose) therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid since the device failure is end-user related. The review of the design & clinical risk management documentation showed that this intra-operative risk is currently not covered. Therefore, the risk management document must be updated for this identified risk. For that dcrm update the dra-011640 has been opened. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 08.501.001.01s, lot: l269887, manufacturing site: bettlach, release to warehouse date: 10 march 2017, expiry date: 01 february 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
There are evident visible deformations on the received device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2019, a sternal zipfix with needle belt failed to fix an aortic valve during an unknown surgery. The surgeon used another device to complete the procedure. It is unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).